Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 33.3 mmol/l at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that they did not allege insulin pump was under delivering. Customer mentioned he had the high blood glucose because the infusion set detached from his body. Customer treated with manual injection. The insulin pump will not be returned for analysis.